Event description:
The device was used with disposable defibrillation electrodes during an attempted patient cardioversion. The customer reported that the defibrillator was charged to 200 joules four different times and each time the device failed to discharge when the shock button was pressed. The therapy cable was removed and replaced with the device's standard paddles. The defibrillator was charged a fifth time and the shock was successfully delivered to the patient. There were no reports of adverse affects to the patient as a result of device use.

Manufacturer narrative:
This incident and another in 2008 (ref. MFR report #3015876-2009-00269) were reported to physio-control by the hospital in 2009, after the device was evaluated. At that time, proper operation was confirmed during functional and performance testing and the reported problem could not be reproduced. Root cause could not be determined and the device was returned to the customer. Following another reported failure that occurred in 2009 (ref MFR report #3015876-2009-00267), the device was again evaluated by physio-control. An intermittent failure of the front panel shock switch function (used with the quik-combo therapy cable) was observed. Root cause was determined to be due to a failure of the system pcb to interface pcb ribbon cable assembly, designator w04 after replacing the ribbon cable assembly, proper operation was confirmed. The device was returned to the customer.